Manufacturer narrative:
An event regarding wear & disassociation involving a metal head was reported. The event was confirmed via review of the provided photographs. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and stem. Visual inspection of the photographs indicated that damage consistent with the loss of taper lock was observed on the head and stem. Clinician review: no medical records were provided for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to trunnion wear and disassociation. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and stem. Visual inspection of the photographs indicated that damage consistent with the loss of taper lock was observed on the head and stem. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Citation stem with v40 metal head. Worn trunnion caused dissociation. Revised with 2b stem and stryker mdm. Right side.